Event description:
Follow-up revealed the patient will undergo surgical intervention.

Event description:
It was reported the pt experienced pocket heating at all time and not associated with stimulation or while recharging. The pt has other medical issues which will take priority at this time. Follow-up identified the pt was reprogrammed and there are no further updates on the issue.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.